Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that the anchor was broken before reaching the bone hole during rotator cuff repair surgery on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was no harm to the patient. No procedure extended was reported. The backup device was used to complete the case. The following additional information was received via email by mitek complaints on 07-21-17: the breakage occurred before reaching the bone hole, no fragment was remained in the patient¿s body and no portion of the device remained in the patient. There was no information available about how the anchor broke, where on the anchor it broke or if the anchor broke in more than 2 pieces. Unknown if the original bone was used to complete the procedure and no information about if any procedural or patient anatomy factors may have contributed to the breakage.